Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found. (B)(4): the medial segment of the lead was returned and analyzed. No anomalies were found. However, the defibrillator conductor was distorted. The distal conductor had blood/body fluid (not obstructed). The inner tubing was kinked/buckled. The outer tubing overlay had cosmetic environmental stress cracking. The exposed defibrillator coil had a white substance. Visual analysis revealed apparent explant damage. (B)(4): the medial segment of the lead was returned and analyzed. No anomalies were found. However, all conductors had blood/body fluid (not obstructed). The outer insulation had a white substance and a cosmetic depression. The lead was stretched. Visual analysis revealed apparent explant damage.

Event description:
It was reported that the system was removed due to vegetation on the leads. No further patient complications have been reported as a result of this event.